Event description:
The provider states the unit has no liter flow. The provider states ther are 1173 hours on the unit and this is a rental unit. No additional information is available per the provider.